Event description:
It was reported by the patient that he had 11 stents implanted over multiple procedures. The patient had suffered a myocardial infarction in (B)(6) 2008. On (B)(6) 2008, the patient was implanted with 4 abbott stents by dr. (B)(6) at (B)(6) hospital in (B)(4). In (B)(6) 2010, the patient underwent a second procedure for treatment of a 100% blockage; however, it is unknown if this was for treatment of restenosis of the same vessel that the 4 abbott stents were located in. During the second procedure an additional 4 stents were implanted (it is unknown if these are abbott or non-abbott stents) in (B)(6)by dr. (B)(6). It is unknown when the procedure for the additional 3 stents was performed, if the stents were abbott or non-abbott stents, or at what institution the procedure was performed. No additional information has been provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The stent product family was reported as unknown; however, restenosis is a known adverse event as listed in the abbott stents instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.